Event description:
A supervisor reported that an intraocular lens (iol) was exchanged because a patient was experiencing distortion. The surgeon reported that the patient's bcva was 20/20 but she reported her vision was blurry. Limbal relaxing incisions were made during an additional surgical procedure; results are unknown. There was no posterior capsular opacification or residual astigmatism. A contact lens trial was done and, although the symptoms improved, vision remained distorted. The surgeon found a small area of the lens that was marked and believes this was the cause of the blurry vision. Following the exchange, the patient no longer presented with distorted or blurry vision. The surgeon stated an inexperienced person probably marked it during the loading process. An unapproved viscoelastic was used during the procedure.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was cut into two pieces by an instrument with a serrated edge. One portion was cracked. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 12/09/2009 by fax and mail. A completed questionnaire was received 12/17/2009.